Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 and 5.2 not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawers 5.1 and 5.2 not detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer reported that drawers 5.1 and 5.2 were off the bus, and upon inspection of the back panel, all leds were on. The fse then replaced both retractor bands and successfully tested the drawers in the hardware test application, after which the customer was able to access and verify the cubie map. During dchu visual inspection: p/n: 353844-01 (a): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands which were indicative of thermal damage. P/n: 353844-01 (b): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands which were indicative of thermal damage. During dchu testing: p/n: 353844-01: further tests were not performed on the assy retractor dwr hh cubie (a) due to the thermal damage identified during the visual inspection. P/n: 353844-01: further tests were not performed on the assy retractor dwr hh cubie (b) due to the thermal damage identified during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawers 5.1 and 5.2 failure was due to copper strands in contact with adjacent copper strands of both assy retractor dwr hh cubie (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.